Event description:
The surgeon was inserting a one piece collamer lens model cc4204bf and the lens tore. The surgeon removed and replaced the lens with no pt injury.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows a portion of the lens optic is torn off and is missing and a haptic has a small tear in it. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tear include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.